Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient underwent intraocular lens (iol) implantation surgery on (B)(6) 2026. During the post-surgical follow-up examination, a white deposition was observed in the center of the lens under the slit lamp. Additional information received stating that reported event occurred in right eye. There was no medical intervention, and patient current vision was 6/12.

Event description:
Additional information indicates that the transient haze observed on postoperative day 1 is consistent with temporary postoperative changes rather than a device-related issue. Such findings were typically reversible. Furthermore, the intraocular lens (iol) remained well-centered and clear, supporting the conclusion that no permanent iol opacification occurred.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).